Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: there were unexplained pump reboots observed in the black box history. There were delivery interruptions on (B)(6) 2014 totaling 4 hours due to occlusion alarms at 01:21 and 03:19. The battery compartment was cracked, but the threads were intact. There was no damage found to the returned battery cap and it secured properly on the pump. The pump was exercised for 24 hours with no power interruptions duplicated. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The pump cover was removed and there was no evidence of internal moisture or damage internally. Unrelated to the original complaint, the display screen had a pinkish contrast. Also unrelated, the pump did not vibrate and the vibrate motor pins were observed to not be making a connection with the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) in the 400¿s mg/dl with polydypsia associated with an intermittent power issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment had stripped threads and the battery cap was unable to tighten to the pump. The reported bg excursion does not meet the criteria for a serious event. This complaint is being reported because of the alleged intermittent power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.